Event description:
As reported by the user facility: reference # (B)(4). Serial # (B)(4). Pump under infused. Set pump to infuse 39cc's in 45 minutes, checked it after about a half hour and only a few cc's had infused when it should have been 2/3's through. After checking, pump had changed rate and volume on its own. They said this is the second time this has happened with this serial, but the first time nothing was recorded or reported.

Manufacturer narrative:
Exemption number (B)(4). (B)(4) is submitting a single report on behalf of b braun (B)(4) (the manufacturer) and (B)(4) (the importer). (B)(4). The actual pump involved in the reported incident was returned for evaluation. The volumetric accuracy was tested three times starting with a rate of 1.08 ml/h and a volume to be infused (vtbi) of 1.39 ml followed by a second infusion with a rate of 101 ml/h and a vtbi of 6.87 ml, then a third infusion with a rate of 121 ml/h and a vtbi of 34.04 ml. The result was within specification at 41.3 ml or 97.6% of the expected volume. There were no false or unexpected rate changes during the testing. The pump's operations log was reviewed. At 10:52:52 am, a new volume to be infused (vtbi) was set at 40.0 ml then at 10:53:00 am, a new vtbi was set at 43.0 ml and at 10:53:09 am, a new time was set at 40.0; hh:mm and a new rate of 1.08 ml/h. At 10:53:11 am, the infusion was started and ran until 12:08:10 pm, with a total volume infused of 1.39 ml, or 103.1% of the expected volume. At 12:08:24 pm, a new rate was set at 101.0 ml/h and at 12:12:36 pm, the infusion was started. At 12:26:28 pm, the "syringe near empty; on" message was displayed, then at 12:26:49 pm, the "vtbi near end; on" message was displayed. At 12:29:29 pm, the "syringe empty; on" message was displayed and the infusion stopped with a total volume infused of 34.04 ml or 100.0% of the expected volume. At 12:30:19 pm, the pump was powered off for the day. In a follow up with the reporter from the facility, she confirmed that the infusion was for a feeding of breast milk/formula. There was no infusion of drugs involved and no pt injury. The reporter also noted that this is the second occurrence for the pump. The first time the event was not reported; the nurse did not report the incident because she had indicated she might have mis-programmed the pump. The second report incident occurred twenty-four (24) hours later. The nurse set the infusion to be 39 cc's and about a half hour later, approximately 2-3 cc were delivered. Nurse believes she programmed the pump correctly and the pump changed rate by itself. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available info has been forwarded to the device manufacturer.